Event description:
It was reported that on the date of implant, dft (defibrillation threshold) testing was unsuccessful. The physician decided to bring the patient back a few days later for further dft testing when the patient's status was stable. Dft testing was performed twice, and both times it failed. The physician reviewed an x-ray and determined that the defibrillation coils did not cover as much of the enlarged lv (left ventricle) as the physician would like, and decided to implant a additional lead at a future date to be determined. The patient was rescued externally at both dft tests. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)